Event description:
Pt had 2 jp drains post surgery. Both drains were removed without incident while pt was inpatient. Pt returned to the ed a few days post d/c with abdominal pain and vomiting. It was found that there was a drain in the abdomen that was not expected to be there as they were removed before she was discharged. Surgical removal of the remaining drain was needed. FDA safety report ID# (B)(4).